Event description:
The customer reported to baxter (B)(4) one clearlink system non-dehpcontinu-flo soln set in which a leak was observed within the luer lock connection to the patient's catheter during infusion of a non-vesicant chemotherapy. It was observed within 3 hours of the infusion. The patient had a wet spot on his shirt that was a nickel to a quarter in size. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Information erroneously omitted from the initial medwatch.

Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. A batch review cannot be performed since there was no lot number provided. If additional information becomes available, a follow-up report will be submitted.